Event description:
It was reported the analyzer has noise. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; analyzer passed functional and systems testing. It was noted the device has slight marring on the front that can be wiped off with cleaner. (B)(4).